Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley at distal end. The instrument failed an electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of conductor wire breakage is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Manufacturer narrative:
The 8mm force bipolar instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of metal was hanging from the tip of 8mm force bipolar instrument. The instrument would not work after plugging in the metal. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable that was identified while it was attempted to be used. The instrument and cannula were not removed together. The port incision was not increased nor did the customer place additional ports. The surgeon could not use the instrument as jaws would not open. There was no bleeding. The instrument did not have broken or detached piece on distal end but, had damaged cables (broken or frayed). Customer was unable to determine which cable was damaged. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The instrument was available for evaluation. Patient information was provided.